Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, multiple drawers were failed with an error message failed to close. User tried to reboot the station after the update, but issue didn¿t resolve. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that drawers were failed. A field service engineer (fse) escalated the issue to technical support specialist (tss), and tss downgraded the firmware on station as per knowledge article, legacy full height drawer no longer accessible after applying firmware 1.8.2.12. The station was then rebooted, and all drawers were tested and confirmed to be functioning normally. The system functioned as intended after the technical support specialist troubleshot the device.